Event description:
Customer reported to cue health sales representative on behalf of ten individuals that received false positive results. This report is to document the false positive result for individual 10. Individual received a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30889g, reader sn (B)(6). Individual tested on an unknown date with a sars-cov-2 pcr test, however, results were still pending. The customer did not state if the individual had symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.